Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the patient effects of tissue damage (unspecified tissue injury), and mitral regurgitation could not be determined; however tissue damage, and mitral regurgitation are listed in the instructions for use (IFU) as potential complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Article, titled, "a heart team¿s perspective on interventional mitral valve repair: percutaneous clip implantation as an important adjunct to a surgical mitral valve program for treatment of high-risk patients¿.

Event description:
This is filed to report recurrent mitral regurgitation, tissue damage, surgical intervention, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: unchanged mitral regurgitation, recurrent mitral regurgitation, tissue damage, surgical intervention, and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled, "a heart team¿s perspective on interventional mitral valve repair: percutaneous clip implantation as an important adjunct to a surgical mitral valve program for treatment of high-risk patients¿. No additional information was provided.